Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR 3013394970-2019-00834 is for the first device reported on the same patient.

Event description:
The user facility reported that two angio-seal device carrier tubes were kinked. When the physician attempted to insert the carrier tube into the insertion sheath, the carrier tube was kinked in the middle since the physician did not hold the tip. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci) pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage for the patient. Blood loss was less than 250cc's. There was no other equipment or devices being used with the reported product.